Event description:
Silicone breast implants placed approx 24 years ago where noted to be bilaterally ruptured with the extravasation of the silicone into the upper quadrant of the breasts. The pt was having significant skin ptosis of both breasts.